Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected and channels with abnormal impedances were found. Re-implantation is considered.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, as the device was received totally damaged after silicone overmold an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. In addition, in situ measurements show several channels involved in two short circuits already before the suspected impact due to undetermined reasons. This is a final report.

Event description:
The user's hearing performance with the device is affected and channels with abnormal impedance were found. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected and channels with abnormal impedances were found.